Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported blocked marker lumen was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen, thus no follow up with the account will be required. The treatment appears to be related to circumstances of the procedure. The IFU deviation did not contribute to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- incorrect prep.

Event description:
Subsequent to the initially filed report, the following additional information was received: it was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a 6f sheath after a diagnostic procedure. The marker lumen was not flushed with saline prior to use. It was flushed after insertion and removal from the patient anatomy and low flow was observed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure using a prostyle device relative to a procedure. Reportedly, there was no backflow from the marker lumen when the device was inserted in the patient anatomy. Examination of the failed device noted almost complete occlusion of the marker lumen. It is unknown if the device was flushed with saline prior to use. A new [unspecified] device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.